Event description:
Facility alleges leur connection seperated from set tubing during dialysis. Occurred two hrs into dialysis - both aterial & venous lines. Estimated blood loss approx 100cc. Pt stable. Post event. No further medical intervention required.